Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider regarding a patient with an implantable pump for spinal pain. The pump was administering the following medications: baclofen (concentration: 650 mcg/ml, dose rate: 198 mcg/day), bupivacaine (concentration: 14 mg/ml, dose rate: 4.2 mg/day), and fentanyl (concentration: 3500 mcg/ml, dose rate: 1066 mcg/day). It was reported that the patient¿s pump had a few motor stalls and recoveries that all occurred in one day, and the pump had not stalled since. The patient did not have an MRI (magnetic resonance imaging). The healthcare provider was to continue to monitor the pump. The patient¿s pump managing physician was provided. No patient symptom was reported. No further patient complications have been reported as a result of this event.